Event description:
I have tmj concepts total joint implant device. I am currently suffering from the following issues: severe allergic to nickel, jaw is starting to freeze shut, always feel tired like I have a bad flu, and a burning feeling in my head and numbness in my feet and hands.